Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. There was something sticky on the battery contacts, there was no response when starting and the output knob lost efficacy. As a result the battery contacts were cleaned, the main board and interconnect flex were replaced and the device was then calibrated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not start up. The epg was returned to the manufacturer for servicing. There was no patient involvement.